Event description:
It was reported that the atrial lead exhibited a drop in impedance to less than 200 ohms and noise which caused automatic mode switch episodes. The patient would be monitored monthly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.